Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a fusiform 7.4 cm abdominal aortic aneurysm. The aortic neck was angulated 60 degrees, did not have thrombus or calcification, was 2.5 cm to 3 cm long, and in conical in shape whereby its diameter was 23 mm below the renal arteries, 26 mm at 1 cm distally, and 27.7 mm at 1.5 cm distally. The left iliac artery was tortuous and had a dissection. It was reported that after the stent graft was implanted, a proximal type I endoleak was evident. The physician elected to balloon the stent graft with a reliant balloon; however, the endoleak did not resolve. It was decided to monitor the patient at the 30-day follow-up before intervening any further. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: (endoleak), (conical-shaped aortic neck with angulation of 60 degrees).